Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical laparotomy in general surgery via laparoscopic procedure, while transfusion & suturing of the muscle, both threads broke. To complete the case, the surgeon used a new suture. There was no patient injury.